Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer's report of the drip chamber port leaking was confirmed. Visual inspection of the set noted the drip chamber vent housing was missing. Functional testing was performed by attaching the set to a lab IV bag filled with water and priming. The set leaked immediately. It was not determined when the housing was identified as missing. The root cause of the vent port leak was identified as missing drip chamber housing.

Manufacturer narrative:
Correction to initial reporter address.

Event description:
A patient was receiving dopamine and multiple pressors at high rates, and the vent port on the drip chamber of the dopamine tubing leaked onto the floor. The patient desaturated and required resuscitation, the details of which were not reported except for the administration of IV epinephrine. A new IV tubing and solution bag was hung immediately. There was no long-term patient harm.